Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following issues: image disturbance due to charged coupled device flooding, the cable failed and failure of the imaging system parts (image sensor failure). The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head had noise while running. The issue was found during preparation for use for a therapeutic procedure that was completed with a similar device with no delay. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: image disturbance due to charged coupled device flooding, the cable failed and failure of the imaging system parts (image sensor failure). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that cable and charged coupled device (ccd) got failed due to internal flood, and the image was not displayed. About the cause of internal flood, they passed watertightness test, thus the cause could not be determined. Olympus will continue to monitor field performance for this device.